Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces.

Event description:
It was stated that the customer was in the hospital with a blood glucose reading of 380 mg/dl, and was experiencing multiple button error alarms. Troubleshooting was performed, and the buttons were not pressed for more than three minutes. Nothing further was reported.